Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, infection and loosening of the right knee. It is also reported the patient underwent manipulation on (B)(6) 2013.

Manufacturer narrative:
Upon receipt of the product information on (B)(6) 2017 the femoral component was identified as being manufactured at the zimmer biomet manufacturing facility in (B)(6), and not in (B)(6) as documented in the initial report 1822565-2016-01239. It was also found that report 1822565-2016-01268 was a duplicate of 1822565-2016-01239. The proper reporting of this event can be found in report 3007963827-2017-00207-1.